Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the blood sampling valve (bsv) damaged and that the probe wipe was misaligned. The fse realigned the probe wipe and replaced the bsv, which repaired the reported issues. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the probe wipe of the coulter lh 500 hematology analyzer was stuck and that the probe was bent. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.